Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen sensor that was reading out of range. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.